Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Bleeding and right heart failure are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired due to multi-system organ failure on (B)(6) 2017. It was reported that the patient had multiple issues including chronic gastrointestinal bleeding, right heart failure, and immobility. The patient expired under hospice care. The lvad was functioning as intended. The patient had a long history of gastrointestinal (gi) bleeding, and it was reported that the gi bleeding did not cause the patient¿s death. The patient had developed right heart failure that was treated with the maximum dosage of phosphodiesterase inhibitors. The patient was also administered octreotide and was transfused with blood products. Esophagogastroduodenoscopy revealed widespread oozing, most likely from hepatic congestion secondary to right heart failure. No additional information was provided.